Manufacturer narrative:
The device was evaluated by olympus. The evaluation found, that the allegation was confirmed, due to charge-coupled device failure. An additional issue with the bending section failing the continuity test was identified, during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that during a therapeutic bronchoscopy with bronchial biopsy and alveolar lavage procedure. The evis exera iii bronchovideoscope did not display an image. The light source was not connecting. And the customer believed the problem was, due to a scope issue error codes; white balance incomplete, e311, and e931 were displayed. The intended procedure was completed successfully with another similar device and no additional time. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was a damaged charge-coupled device (ccd) unit. It is likely the ccd unit became damaged while the user was handling the device, which resulted in a loss of image. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.